Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "xdcr fault", "vent inop", and "low pip" while in use with a patient. The customer reported that the ventilator was switched out and that there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt 802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.